Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the complaint could not be determined. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The highest temperature of the ipg during charging cycles at the patient's pocket site was below the safe limit. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the battery site upon palpation and the ipg was excessively warm. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the battery site upon was excessively warm. The patient will undergo palpation and the ipg an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the battery site upon was excessively warm. The patient will undergo palpation and the ipg an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was shocking the patient despite troubleshooting the device. Device malfunction was suspected by the physician. The patient underwent an ipg replacement procedure and did well post operatively.